Event description:
It was reported that back in 2008 the patient had a refill and within 24-36 hours patient may have had seizures during the night, was lethargic, unfocused and had restless nights for about a week. The patient went to the emergency room (ER) at which time labs were done and the patient was sent home. The reporter stated that the pump was checked and there was nothing unusual found with it, and the patient was sent back to the ER. No patient outcome for the event was provided. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), type catheter product ID 8596, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).